Event description:
The customer reported a power supply failure when powering up the device and a v standby power pca (autotest) message in the status log.

Manufacturer narrative:
(B)(4). The customer reported a power supply failure when powering up the device and a v standby power pca (autotest) message in the status log. There was no reported pt involvement. The customer isolated the issue to the battery. The battery that failed was over 1 year old. However the battery lot # was unk by the customer where the battery was scrapped and not available for evaluation by philips.